Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 200 to 400mg/dl. The customer had no symptoms. Customer indicated that their doctor has been contacted and their blood glucose value was 321 mg/dl at the time of the call. Troubleshooting found that the customer forgot to bolus and this led to the high blood glucose. Customer declined high blood glucose troubleshooting. No further troubleshooting was performed.